Manufacturer narrative:
There was no reported patient involvement associated with the complained event. It is unknown when the subject device was broken. It was discovered to be broken on (B)(6) 2017. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was requested for the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a routine preoperative instrument inspection on (B)(6) 2017, the depth gauge was found to be broken. The reported device was supposed to be used in surgery for metacarpal fracture on (B)(6) 2017. Another depth gauge was available for use during the surgery. There was no patient or procedural involvement reportedly associated with the complaint condition. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 319.006, lot# 9972964. Supplier: (B)(6), release to warehouse date: (B)(6) 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation has been completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned depth gauge was found to have the needle broken off of the slider at the threads. The threaded portion of the needle is retained inside the slider. No issues were noted with the remainder of the device. No additional malfunctions were observed during investigation. No definitive root cause was able to be determined. The needle was likely exposed to rough handling or off axis force during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.